Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: h2, h6. The device was not returned to olympus for inspection, therefore, the customer's reported issue could not be confirmed. A definitive root cause could not be determined as the device was not returned for evaluation. However, based on past investigation results, a likely mechanism causing the reported event could be the following: 1.due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2.due to the factors described in ¿1¿, the basket became deformed, and, the operating pipe broke should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use lithotriptor's wire broke. This event occurred during an unspecified procedure. There were no reports of patient harm.